Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that during an unspecified surgical procedure, it was observed that the fms vue pump's inflow would spin and continue to put fluid inside the chamber. There was no delay in the surgical procedure as an identical spare device was used to complete the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Investigation summary: the device was sent to the service center for evaluation. Per service manual operational and diagnostic analysis does not confirm the reported issue (the device inflow is spinning and continuing to put fluid in the chamber). The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. No possible root cause could be determined on how the user experience this issue. A check of the manufacturing finished goods records for the reported serial number went under review. There were (B)(4) serialized devices released for distribution on may 12, 2015 there were no anomalies or discrepancies in the manufacture of this lot. At this time, no corrective action is required, and no further action is warranted as the device was fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot: DHR review fms vue pump, part number: 284002, supplier serial number: (B)(4), qty of lot: (B)(4) pieces, release to warehouse date: 2015-05-12, manufacturing date: 2015-05, expiration date: n/a, supplier: (B)(4), manufacturing site: poland. Any anomalies or discrepancies in the manufacture of the lot: not observed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).